Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged blank display and for cosmetic damage located at the belt clip rail found on (B)(6) 2021. Device received with blank flashing white display. Unable to perform the displacement test, self test, occlusion test, force sensor test, basic occlusion test, prime/ seating test, rewind test or displacement accuracy test due to blank flashing white display. Device was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, pillowing keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery tube and serial number label missing. Customer returned the pump for a blank display and cosmetic damage to the belt clip rails. Cracked battery tube threads and cracked battery tube confirmed during visual inspection. Blank flashing white display due to moisture damage on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl. Customer stated that the insulin pump was completely off with no power and belt clip was not staying in place. Customer stated that they tried changing batteries and restart but issue did not resolved. The customer stated the contacts on the battery cap were neither missing nor damaged. The display did not return after the pump restart. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.